Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported through a direct call from the customer to the emergency support program that cardiosave intra-aortic balloon pump (iabp) had gas loss alarm. No harm or injury to the patient was reported. (B)(6), an rn stated they had changed the helium tank last night, but the alarm went off again. She stated the helium tank was showing full and they had fixed the alarm but didn¿t know what else to do. When asked, she stated the connections were tight. Esp team verified there was no blood or discoloration in the helium tubing. They reviewed the nature of this alarm and different clinical possibilities. The patient was ventilated with a peep of 10. Reviewed the proper way to resolve this alarm: check the helium tubing for blood or discoloration, press the iab fill key for 2-3 seconds, press start, and check the helium tubing again. (B)(6) had a coworker perform the proper troubleshooting steps without issue.

Manufacturer narrative:
Updated: a3(a), b4, d9, d10, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusion), h11. It was reported by the customer through the emergency support program (esp) that during use, the cardiosave intra-aortic balloon pump (iabp) had a gas loss alarm. There was patient involvement reported and no injury or harm reported. Esp personnel was on call to evaluate and troubleshoot the unit. The personnel reported that the customer had fixed the alarm but didn't know what else to do. When asked by personnel, the customer stated the connections were tight. It was also verified there was no blood or discoloration in the helium tubing. The nature of the alarm and different clinical possibilities were reviewed. The patient was ventilated with a peep of 10. Personnel also reviewed the proper way to resolve the alarm by checking the helium tubing for blood or discoloration, pressing the iab fill key, press start, and checking the helium tubing again. The customer had a colleague perform the proper troubleshooting steps without issue. Personnel encouraged the customer to call back should the alarm go off several times in an hour so it could be troubleshot together.